Event description:
Reporter alleged obtaining the results of 597 mg/dl, 224 mg/dl and 245 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that the patient injury that occurred had nothing to do with any bwi product. Therefore, they do not require service. Concomitant products used during the procedure: carto xp system: model #: m-4700-01, serial #: (B)(4). Cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4). Stockert rf generator: model #: m-5463-01, serial #: (B)(4). Coolflow tubing set: model #: d-1233-01-s, lot #: 572070 (B)(4).

Event description:
It was reported that post-op of a atrial tach left side procedure, the patient was noted to have a large drop in blood pressure and via transthoracic echocardiogram it was noted that the patient had a large pericardial effusion. A pericardiocentesis was attempted, but the patient required surgical intervention to repair a perforation at the interatrial septum (ias). In spite of multiple attempts requesting for further information, no additional detailed information has been provided.

Manufacturer narrative:
(B)(4). The catheter passed visual, electrical, temperature, generator, irrigation and deflection tests. The root cause could not be determined. Complaint cannot be confirmed.